Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage having two level posterior therapy for degenerative disc disease (ddd). It was reported that two different cages were used at each level, catalyft pl cage at l5/s1 and adaptix cage at l4/l5. The catalyft cage at l5/s1 collapsed.  There were no patient symptoms reported. There were no further complications reported regarding the event.